Event description:
Customer reported two incidences of abo discrepancies on galileo. One occurred where an unexpected positive reaction in the anti-b well resulted in an incorrect ab type on the galileo. Another occurred with a cord blood sample that typed as o on the galileo and repeated as a in manual tube testing.

Manufacturer narrative:
Only one plate image was able to be retrieved; the customer has not been archiving correctly. Due to limited data provided by the customer, it is not possible to determine the root cause of these mistypes. The customer did not return sample or products for investigation testing; it is not possible to rule out sample or operator-related issues. The customer stated they have not experienced any more mistypes.